Event description:
New information received noted the device was explanted and replaced on (B)(6) 2025. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Patient condition was unknown. Further information was requested, but not yet available.

Manufacturer narrative:
The reported event of electronics performance indicator was not confirmed. The device was received from the field with battery voltage at elective replacement indicator (eri) level. Electrical analysis performed did not find any anomaly. There was evidence from session records that the autocapture feature was enabled and operated in high output mode at times, when automatic settings are programmed, the device output would adjust itself to accommodate the patient¿s needs for pacing. Longevity assessment was performed, based on field settings, and the device has exceeded the total projected longevity and is considered normal battery depletion.